Event description:
The user facility reported device was leaking water. The facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations, or property damage reported.

Manufacturer narrative:
A steris technician inspected the unit and noted the dryer valve piston cap had blown out. The technician replaced the piston assembly and pressure line hose and confirmed the device was operational.